Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the patient module was not responding. There was no known patient impact reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the event occurred prior to use; there was no detection. There was no patient or staff impact.

Manufacturer narrative:
Analysis found that the device came in with an electrodes failure due to defective electrodes pcb and a defective control pcb. The enclosure standoff was also broken. The device was disassembled, cleaned, replaced defective boards. Replaced torn cable, enclosure, decal, added 4 new bumpon pads, and reassembled. The device was tested in accordance with manufacturing specifications. If information is provided in the future, a supplemental report will be issued.